Event description:
Customer reports via phone that during an undetermined urology procedure, the urology system monitors failed. Staff brought in a portable c-arm fluoro unit, and procedure was completed without further incident. Customer provided no further patient or procedural information, other than to say the patient is fine. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.